Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, during an unknown procedure the surgeon could not finally tighten the lateral mass screw using the x15 torque driver. Upon opening a second backup set that had another x15 torque driver, the screw was able to achieve final tightening and torqued out. The two mountaineer oc plates broke in the case as well as the final tightener. It is unknown if fragments were generated and removed. Procedure was completed without surgical delay. Patient outcome was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) device. This report is for (1) mntr oc plate small. This report is 2 of 3 for pc (B)(4).